Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that the system drawer did not open. A technical support specialist (tss) advised the customer to log out from the device and back in which allowed the customer to issue medications, resolving the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux drawer would not openthe customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.